Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level with diabetic ketoacidosis on unknown date. Customer¿s blood glucose level of 450 mg/dl. Customer had heart attack due to high blood glucose level. Customer had difficulty in breathing and chest pain. Customer has been advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.